Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due subsidence and loosening of the tibial tray at the bone to cement interface. Competitor cement was used. No implant record for this case and implants were sz 3 cr sigma fem, a sz 3 sigma mbt tray and sz 3 10mm cvd rp insert sigma. Primary was done last 2004. Doi: 2004 dor: (B)(6) 2021 left knee.